Event description:
It was reported that the patient was shocked due to twos (t-wave oversensing). The physician felt that the twos was due to high potassium and glucose levels. The patient was hospitalized and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).